Event description:
The patient reported feeling lightheaded. Follow up from the clinic indicated that the patient had been seen in the office since the patient's report but no specific information was available as to if the lightheadedness was device related or not. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.